Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen had ink blots and parts of the screen were unreadable. The customer continued using the pump for insulin therapy. In addition, it was reported that the customer experienced a blood glucose (bg) level of over 541 mg/dl. The customer changed the infusion set to address high bg and declined to provide additional information.